Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve a transesophageal echocardiogram (tee) indicated mild paravalvular leak (pvl). A partial dislocation was reported. No treatment or adverse patient effects were reported. Additional information was received which indicated that during the implant of this transcatheter valve, the delivery catheter system (dcs) resheathed the valve one time to reposition the valve. Three days following the valve implant weakness of the left armand visual disturbances occurred. A computed tomography (CT) and magnetic resonance imaging (MRI) were performed. An intercerebral subarachnoidal bleed was observed. The physician indicated this event was possibly related to the valve implant procedure but not related to the medtronic products. This event required hospitalization and prolonged hospitalization and an unspecified treatment. An orthosis for the left wrist placed. Thirteen days following the valve implant, this event was reported as resolved and the patient was discharged. Additional information was received to clarify the treatment provided. The patient's prescribed medications were adjusted; a dual antiplatelet therapy was temporarily held and an anticoagulant medication was discontinued. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph was added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product lot/serial number unknown; product type: delivery system; implant date na; explant date na product ID l-envpro-16; product lot/serial number unknown; product type: loading system; implant date na; explant date na h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter valve, the delivery catheter system (dcs) resheathed the valve one time to reposition the valve. After the implant of this transcatheter bioprosthetic valve a transesophageal echocardiogram (tee) indicated mild paravalvular leak (pvl). A partial dislocation was reported. No treatment or adverse patient effects were reported as result of the valve migration. Additional information was received which indicated that three days following the valve implant weakness of the left arm and visual disturbances occurred. A computed tomography (CT) and magnetic resonance imaging (MRI) were performed. An intercerebral subarachnoidal bleed was observed. The physician indicated this event was possibly related to the valve implant procedure but not related to the medtronic products. This event required hospitalization, prolonged hospitalization and an unspecified treatment. An orthosis for the left wrist placed. Thirteen days following the valve implant, this event was reported resolved and the patient was discharged.